Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. The customer was admitted to a hospital and healthcare providers provided assistance in treating the low bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.